Event description:
It was reported that an enterra pt was admitted to the hospital for return of symptoms. While in the hospital, the leads were checked and high impedance was found on all the leads. Further info is being requested from the hcp.